Event description:
New information received indicated that the device was explanted and replaced. The patient was in good condition pre, during, and post-procedure.

Manufacturer narrative:
Correction: section d6b date of explant should have been (B)(6) 2023 rather than (B)(6) 2023 correction for manufacturer report number 2017865-2023-18684 follow-up number 1: section g3 - date received by manufacturer should have been may 4, 2023 rather than may 5, 2023.

Manufacturer narrative:
The reported event of no inductive telemetry was confirmed. The device was received with no telemetry communication. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found at normal voltage level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the patient presented to the clinic for a follow-up check. The device could not be interrogated. Troubleshooting was performed but were unsuccessful. The device is currently being monitored remotely. There were no adverse health consequences, the patient was stable.